Event description:
It was reported that 2 hours after the rx acculink stent implantation in the 90% stenosed left internal carotid artery, the patient was noted to demonstrate neurological deficits. Carotid and cerebral angiography was immediately performed, but showed no evidence of thrombus, dissection, or emboli. Nih-stroke score was 25 post-procedure and the patient was intubated. Head CT scan performed 3 days post-procedure revealed acute frontal and occipital lobe infarcts. On day 7 post-procedure, the patient could follow commands and was extubated. However, the patient's neurological status deteriorated, and the family requested "do not resuscitate" status. The patient died on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of stroke, death and neurological event are known observed and potential adverse events as listed in the instructions for use. Although a conclusive cause for reported patient adverse effects and relationship to the device, if any, cannot be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.